Manufacturer narrative:
G4:19may2021. B4:16jun2021. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. They discussed possible repair parts, and the fse suggested cpu replacement and cost. They were also advised that the unit is at the end of life. The customer was informed that the device is ¿end of life,¿ and the decision was made to retire the device.

Event description:
The customer called technical support (ts), reporting that at turn on, the device should boot up and run. This device starts a restart countdown, then locks up during the countdown, does not boot up. The customer reported there was no patient involvement at the time the issue was discovered.